Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 23:28 during cycle 4 with uf volume of 1572ml. The largest prescribed fill volume of 2200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be use error and tidal total uf removal set too low.